Event description:
Additional information as received by the patient. The patient stated that the cause was still unknown as to why they had been having all of their pain back or what happened with the charging of the stimulator. The manufacturer representative showed them how to charge and the patient was going to charge a lot more every week. The pain was reported to be gone. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they poor communication with the programmer and that the recharger would not communicate to their implantable neurostimulator (ins). They plugged in the recharger in the previous week and charged to 3/4.&#60320;the patient then tried to charge the ins and it was showing &#60320;they were seeing the icons on page 73 of the manual. It was reviewed with the patient that this was the recharger charging session and that it was not charging the implant. The patient pressed the green button to start charging the ins but got a reposition antenna. They had been doing this over and over. The patient stated that they were not feeling the stimulation and was having pain in their leg. The indications for use for the implanted device were noted as non-malignant pain and radicular pain syndrome (radiculopathies). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.